Event description:
A cartridge alarm issue was reported by the caller, who noted it had been occurring multiple times even after replacing cartridges. There was no adverse impact to the customer's blood glucose level. The pump was confirmed to be under warranty, and technical support decided to replace it with a new pump, ensuring the customer could use an alternate method for insulin delivery in the meantime. Instructions were provided to the customer on how to return the faulty pump and set up the new one, including how to put the old pump into storage mode and connect the continuous glucose monitor to the replacement. The caller understood and acknowledged these instructions, and a replacement pump was sent.